Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the pt underwent a primary left l5-s1 spinal root decompression. On 1st event date, the pt presented with pinkish brown wound drainage. The investigator noted the event as moderate in intensity. Pt was placed on keflex on 1st event date, 500mg 2 x per day, then motrin 800mg 3 x per day and then on ultram 50mg per day. The event resolved with treatment in 2/00. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as an illness being treated. On 2nd event date, the pt presented with increased leg pain. The investigator notes the event as moderate in intensity. Pt was placed on medrol dose pack 6 days after 2nd event date, 4mg dose for six days. The event was resolved with treatment in 5/00. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as an illness being treated.